Manufacturer narrative:
Additional information was received that the revision procedure was an ipg upgrade. No device malfunction suspected.

Event description:
A report was received that the patient was experiencing irritation due to the battery site was migrating to the surface of the skin. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing irritation due to the battery site was migrating to the surface of the skin. It was also reported that the patient experienced cramping at times in the feet and hands. The patient underwent a revision procedure wherein the ipg and leads were replaced.